Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available. The customer blood glucose was 260 mg/dl.